Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (intermittent rochester catheters) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the magic 3 catheter had watery lubricant coating, was difficult to burst water sachets that seemed to be small and/or misshaped and had thin packaging that caused tear before getting the package to open. Also stated that catheter was squeezed into box, and it had pending catheters in position that was making insertion or removal painful. And the catheter had thickened lubricant that globed up before falling off catheter yet being dry while removing. Also, customer stated that one batch of the catheter was dry and while removing the catheter the lubricant fell off and felt like it scratched the inside of patient's urethra. Customer went to physician and was diagnosed with prostatitis and had been on antibiotics for the last couple of months after this event. Also, customer noted that some batches from same lot was very different and had some issue relating to a mixture of package defect. Several catheters were used from the mentioned lots and customer stopped using due to pain by bent catheters and small misshaped water packets. Per follow up via phone on 09jul2021, customer stated that the issues were going on for a month and unsure of which lot was affected. And the lubricant was too watery and caused irritation when trying to insert. Some catheters were able to be inserted but most were not. Customer had suffered prostatitis and was on doxycycline antibiotics from may until just recently july. Also stated that each box had been unusable by the customer and the replacements were sent by 180 medical had issues as well and just received replacements (with lot # jufn) were working a lot better. Per follow up via phone on 20aug2021, it was reported that lubricant was missing in intermittent catheter (jufn1619) and that irritated customer's urinary track. And couple of catheters had thick lubricant and it was easy to insert and slippery upon removal (jufn1619), but the customer was satisfied. And customer experienced burning sensation due to lack of lubrication (jufn1619). Also, customer experienced some more irritation than others and got prostatitis and then bad urethra infection (jufn1619). And the lubrication was inconsistent lot (jufp2681). Also, customer stated that products were better when they were made in the united states. Per additional information received via mail on 26aug2021, customer was affected by magic3 catheters causing urethral tissue trauma and felt these issues stem from a quality compliance problem within manufacturing and, as they continue, had increasingly caused pain and possibly sepsis from their use of defective product. No medical intervention was reported. Per follow up on 02sep2021, customer had issues with total of four catheters. Two catheters had sharp edges and two had watery lubricant. Also stated that there was also no uniformity to the shape of the catheters. They had problems recently with lots (jufp2681 and jufn1619). Customer were not certain which lot caused sepsis and was given antibiotics. Per follow up via phone on 01nov2021, customer stated that last week they had issue with another lot which caused them to have bleeding with use. Patient felt like it scratched the urethra and added that the lubrication was very minimal. Customer stated that it cut their urethra in which experienced blood and blood clots after using this lot. Customer used some old antibiotics that were previously prescribed by their doctor but did not seek medical attention this time. Per additional information via mail on 01dec2021, it was reported that the customer received last batch of intermittent catheter were also just bad and did not have lubrication. Patient had pain with insertion, bleeding and tissue trauma. The intermittent catheter had problem and injuries from the catheter were getting worse and customer checked the lubrication on another catheter, and it was not that hard. The catheters were awful and they decided to stop using them. It was unknown what medical intervention was provided for pain, bleeding and tissue trauma.

Event description:
It was reported that the magic 3 catheter had watery lubricant coating, was difficult to burst water sachets that seemed to be small and/or misshaped and had thin packaging that caused tear before getting the package to open. Also stated that catheter was squeezed into box, and it had pending catheters in position that was making insertion or removal painful. And the catheter had thickened lubricant that globed up before falling off catheter yet being dry while removing. Also, customer stated that one batch of the catheter was dry and while removing the catheter the lubricant fell off and felt like it scratched the inside of patient's urethra. Customer went to physician and was diagnosed with prostatitis and had been on antibiotics for the last couple of months after this event. Also, customer noted that some batches from same lot was very different and had some issue relating to a mixture of package defect. Several catheters were used from the mentioned lots and customer stopped using due to pain by bent catheters and small misshaped water packets.per follow up via phone on (B)(6) 2021, customer stated that the issues were going on for a month and unsure of which lot was affected. And the lubricant was too watery and caused irritation when trying to insert. Some catheters were able to be inserted but most were not. Customer had suffered prostatitis and was on doxycycline antibiotics from may until just recently july. Also stated that each box had been unusable by the customer and the replacements were sent by 180 medical had issues as well and just received replacements (with lot # jufn) were working a lot better.per follow up via phone on (B)(6) 2021, it was reported that lubricant was missing in intermittent catheter (jufn1619) and that irritated customer's urinary track. And couple of catheters had thick lubricant and it was easy to insert and slippery upon removal (jufn1619), but the customer was satisfied. And customer experienced burning sensation due to lack of lubrication (jufn1619). Also, customer experienced some more irritation than others and got prostatitis and then bad urethra infection (jufn1619). And the lubrication was inconsistent lot (jufp2681). Also, customer stated that products were better when they were made in the united states.per additional information received via mail on (B)(6) 2021, customer was affected by magic3 catheters causing urethral tissue trauma and felt these issues stem from a quality compliance problem within manufacturing and, as they continue, had increasingly caused pain and possibly sepsis from their use of defective product. No medical intervention was reported.per follow up on (B)(6) 2021, customer had issues with total of four catheters. Two catheters had sharp edges and two had watery lubricant. Also stated that there was also no uniformity to the shape of the catheters. They had problems recently with lots (jufp2681 and jufn1619). Customer were not certain which lot caused sepsis and was given antibiotics.per follow up via phone on (B)(6) 2021, customer stated that last week they had issue with another lot which caused them to have bleeding with use. Patient felt like it scratched the urethra and added that the lubrication was very minimal. Customer stated that it cut their urethra in which experienced blood and blood clots after using this lot. Customer used some old antibiotics that were previously prescribed by their doctor but did not seek medical attention this time.per additional information via mail on (B)(6) 2021, it was reported that the customer received last batch of intermittent catheter were also just bad and did not have lubrication. Patient had pain with insertion, bleeding and tissue trauma. The intermittent catheter had problem and injuries from the catheter were getting worse and customer checked the lubrication on another catheter, and it was not that hard. The catheters were awful and they decided to stop using them. It was unknown what medical intervention was provided for pain, bleeding and tissue trauma.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.